Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the enlite detach electrode broke. No further information provided.

Manufacturer narrative:
Inspected two opened and used sensor and found 1 needle bent inside hub. 1 of 2 sensors with cannula retracted inside sensor. Inspected found sensor whole with no missing parts. Unable to confirm customer received sensor in said condition due to customer returning it opened and used.